Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer needed assistance programing their pump. The customer's blood glucose level was as low as 39mg/dl. The customer treated the lows with food and popsicle. The customer was assisted with programing.